Event description:
Patient was referred for generator replacement surgery. On the day of surgery, company representative performed diagnostics prior to surgery and identified high impedance. Patient underwent generator and lead replacement due to battery depletion and high impedance. High impedance resolved following the replacement. The explanted lead has not been received to date. A review of device history records for the lead shows that no unresolved non-conformances were found.